Event description:
It was reported that there was an alleged setscrew issue when trying to attach the new leads to the device. The physician asked for a new device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was found in the connector bore.